Event description:
It was reported that the patient had two urinary tract infections ¿over the past six months.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v526900, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).